Event description:
Patient has been fit for a cube pessary. The pt was instructed by their physician to leave the pessary in place until their next appointment in 02/2005. The pt developed a urinary tract infection.